Manufacturer narrative:
The info contained herein is based on the info provided by the initial reporter. The device involved in this incident is expected; however, was not received for evaluation and investigation at the time of report. Without the actual product or lot number, a complete analysis cannot be conducted. As no lot number was provided, the device history record and lot history cannot be reviewed. If additional info that is pertinent to this event becomes available, I-flow will submit a follow-up report.

Event description:
Catheter would not come out during removal process, so pt was returned to or to have catheter removed under general anesthesia. Nurse tried to remove catheters, but could not. Doctor returned pt to surgery for removal. Catheters were tangled together, creating a knot, so could not be removed. Catheters had been placed on same side of incision, about 1/2" apart.